Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to call back if the malfunction code recurs.